Event description:
It was reported that pump displayed malfunction alarm but no notable events occurred beforehand and malfunction did not cause customer¿s blood glucose level to exceed reported limits. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur, planned to load new cartridge after call, and was advised to continue using pump and to call back if malfunction alarm appeared again.